Event description:
Taxus liberte clinical study. It was reported that hypertension occurred. In (B)(6) 2011, the subject presented with pain in the left hand and shoulder was diagnosed with non-q- wave non st elevation myocardial infraction. Cardiac catheterization was recommended. The target lesion was a de-novo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 48 mm long with a reference vessel diameter of 3.0 mm. The physician treated the target lesion with direct stent placement using 3.50 x 32 mm and 3.00 x 24 mm taxus liberte stents. Following post dilatation, residual stenosis was 0%. After insertion of a quantum balloon catheter, hypertension was noted and was treated with labetalol IV 20 mg. The next day, the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2011, the first target lesion was extending to distal rca. In (B)(6) 2011, the target lesion was extending to 2nd om. In addition, stenosis of a non-target lesion in 1st om was treated with a 2.00 x 18 mm non-bsc bare metal stent. In (B)(6) 2013, the subject was on aspirin and clopidogrel.